Manufacturer narrative:
Product event summary: the device was returned, analysis performed and no anomalies were found.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited high thresholds during an attempted implant. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.